Manufacturer narrative:
The device was not returned to the MFR. A f/u medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the pt stated chronic nerve pain after left knee implant. Surgeon found crumbled cement when implant was removed on a revision surgery on (B)(6) 2012.